Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The product is reportedly in the process of being returned to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an acromioclavicular joint dislocation repair procedure, the tip of the anchor inserter fractured off and was retained in the patient's body. The surgeon attempted to remove the fractured piece but was unable. So, the piece was left in the bone to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Lot # p07453 or p07711. (B)(4). Reported event was confirmed by review of the product returned. As per the visual inspection, the tip of the inserter was fractured. The anchor was not returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an acromioclavicular joint dislocation repair procedure, the tip of the anchor inserter fractured off and was retained in the patient's body. The surgeon attempted to remove the fractured piece but was unable. So, the piece was left in the bone to complete the procedure. No additional patient consequences were reported.